Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. Add'l info was received indicating that the pt has low r-waves and concerned the physician. The lead was surgically abandoned. No adverse pt effects were reported.